Manufacturer narrative:
This medwatch is for suspect device in coaguchek system 1. Reference medwatch with another pt for suspect device in coaguchek system 2.

Event description:
Caller states the pt tested 4.8 inr on coaguchek system 1 and 2.4 inr on coaguchek system 2 during duplicate testing. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent. Comparison performed in a medical facility.